Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Upon visual evaluation of the product, it was found that the device was pre/partially fired and engaged in interlock. It was reported that the device was received for investigation, but no information regarding the device issue was available. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. This issue can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the rectum during a laparoscopic low anterior resection (lar), the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. Another reload was used to complete the case. There was no patient injury.